Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, difficulty in installing the coupler was noted. Based on the results of the investigation, a definitive root cause of the phenomenon cannot be conclusively identified. A device history review- DHR of the current product was conducted, and no problems were found. Instruction for use (IFU), it states: [section where IFU applicable for cable cracks] ¦ chapter 4 usage (warning) ¿ if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a product may injure the patient, cause bleeding or perforation. [Section where IFU applicable for difficulty in installing the coupler] ¦endoscope image disappearance and freezing (warning) ¿ do not strike or drop the product. Water leakage may damage the product's internal circuitry. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head cable was cracked. There were no reports of patient harm.